Event description:
As reported from our affiliates in france, this was a case of a 26mm sapien 3 transcatheter heart valve in aortic position by transfemoral approach. During the procedure, the valve was placed into the left ventricle. The patient was converted to surgery with good outcome.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Added h6 type of investigation, investigation findings, and investigation conclusions. The device was not returned for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history review (DHR) or lot history review are required. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The IFU and procedural training manual were reviewed. During thv delivery, disengage the balloon lock and retract the tip of the flex catheter to the center of the triple marker. Engage the balloon lock. Position the thv with respect to the valve. As necessary, utilize the flex wheel to adjust the co-axiality of the thv and the fine adjustment wheel to adjust the position of the thv. Before deployment, ensure that the thv is correctly positioned between the valve alignment markers and the flex catheter tip is over the triple marker. Begin thv deployment, unlock the inflation device. Ensure hemodynamic stability is established and begin rapid pacing; once arterial blood pressure has decreased to 50 mmhg or below, balloon inflation can commence. Using slow controlled inflation, deploy the thv with the entire volume in the inflation device, hold for 3 seconds and confirm that the barrel of the inflation device is empty to ensure complete inflation of the balloon. Deflate the balloon. When the balloon catheter has been completely deflated turn off the pacemaker. No IFU/training deficiencies were identified. As the valve embolization was unable to be confirmed, a complaint history review is not required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances were identified, a product risk assessment (pra) escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. The complaint for valve embolization was unable to be confirmed. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. As reported, "during procedure, due to operator error, the pusher was not fully retrieved prior to the inflation of the balloon and the valve s3 26mm embolized into the left ventricle. The patient was converted to surgery and with good outcome". If the pusher or flex tip is not retrieved prior to the balloon inflation, the flex tip will force the balloon shaft to move distally toward ventricle during the balloon inflation or thv deployment, and it results in thv embolize into ventricle as reported. As such, available information suggests that procedural factors (not retrieved flex tip during thv deployment) may have contributed to the reported event.